Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -8.0/1.5/083 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's left eye (os) on (B)(6) 2023. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2023. This resolved the problem.